Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by vomiting, stomachache and turbid effluent. The cause of and treatment for the peritonitis were not reported. The patient was hospitalized on the same day as event onset. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.